Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Suggested the customer to change set and use manual injections per md protocol. The customer removed the set and the cannula was bent.